Manufacturer narrative:
Device had minor scratched lcd window, no cracked lcd window noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. Or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device had minor scratched lcd window, no cracked lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 450 mg/dl. Customer stated that the screen was cracked. The insulin pump will return for the analysis.